Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the complaint was dispatched to the field service engineer (fse) department for further investigation. The fse found tube for line filter broken. The fse repaired the line filter peak tubing and instructed the lab supervisor on the proper way to replace the prefilter. Customer ran quality controls and calibrators, results were within range and without any errors. Instrument is functioning as intended and was released. A 13 month complaint history review and service history review for similar complaint was performed and there were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 5, maintenance procedures states the following: 5.6 column replacement. Replace the column in the following situations. When the pressure is more than what is indicated on the column inspection report + 4 mpa and is not reduced by filter replacement. When peaks on the chromatogram (particularly the shaded sa1c peak) have become broad or broken into two fractions. Caution: if this phenomenon is observed only with a specific sample, column deterioration may not be the cause. Other factors, such as a hemoglobin variant, could be the cause. When assay results for quality control samples are consistently out of the assigned ranges even after re-calibration. When the calib error persistently occurs. Please contact technical support if the above issues are not resolved after column replacement. If the analyzer is not in stand-by state, wait for the assay to end and stand-by to be displayed. You can also change the state to stand-by state by pressing the stop key. Open the door below the display, remove the latch, and open the column oven. Next, remove the old column. Confirm that the sv1 key is open (o) on the main screen (second screen). Place lab wipes on the filter side (right side) of the column flow line. Press the key to start the pump. Remove the protective plugs of the column. Retain the protective plugs because they are necessary for long-term storage of the column. Connect the new column to the pump (inlet) side only, taking care of the flow direction shown by the arrow on the label, which should be right to left, and let the buffer flow into the column. When buffer comes out of the open end of the column, press the key to stop the flow. Connect the column outlet to the detector side (left side) and press the key to start the pump. The fluid will begin flowing. Make sure that the pressure falls within a range less than the original pressure (which is indicated on the column inspection report) + 4 mpa and that there are no leaks from the column connections. Place the column in the aluminum block, close the column oven cover, and lock the latch. Press the key to stop the pump. Caution: the used column has been in contact with blood samples. Therefore, wear protective clothing such as glasses, gloves, mask, etc., when handling. Dispose of the column as infectious waste in accordance with your facility's waste disposal procedures. Be sure not to use any other column than the column for the tosoh automated glycohemoglobin analyzer hlc-723g8. After connecting a new column, reset (zero) the column counter in the reagent change screen. Securely insert the inlet tube to the end with no space at the connections. The most probable cause of the reported broken tube for the line filter was due to an operator error while replacing the column.

Event description:
The customer reported that there is broken pre-filter peak tubing on the g8 instrument. A fse was requested for service. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.